Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was relocated up four inches. Therapy was restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain located at the ipg site. The ipg is located on the patient's belt line and the ipg pocket location has become painful. Surgery may be pending to address this issue.